Event description:
The complainant reported a patient was implanted with an impella rp device for mechanical circulatory support. While on support, the rp flex came back below the pulmonic valve. There were no issues after the peel away was removed and repositioning sheath inserted. The pump came back after two additional lines from rij were removed. The patient was successfully weaned from rv support, and remained on impella 5.5 with plans to slowly wean as tolerated.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the product was returned and the dp sensor and optical sensor were tested and found to be functioning without issue. The pump was run in a bucket of water and placement signal remained stable. The data logs were reviewed and show psnr on ramp up and elevated pap and cvp. The root cause of the placement signal issue was determined to be use related as the dp and optical sensor were both likely responding to interaction with additional 2 lines in the rij. The issue resolved once the lines were removed. Based on the clinical details the root cause of the positioning issues was determined to be use related as the pump was pulled out of position while removing the other lines in the rij. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The product was returned and the dp sensor and optical sensor were tested and found to be functioning without issue. The pump was run in a bucket of water and placement signal remained stable. The data logs were reviewed and show placement signal not reliable on ramp up and elevated pap and cvp. The root cause of the placement signal issue was determined to be use related as the dp and optical sensor were both likely responding to interaction with additional 2 lines in the rij. The issue resolved once the lines were removed. Based on the clinical details the root cause of the positioning issues was determined to be use related as the pump was pulled out of position while removing the other lines in the rij. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
The complainant reported that the rp flex was implanted after the patient's continued decompensation during placement of the impella 5.5. Placement signal not reliable alarm was observed during insertion/initial placement. The lines in the rij were removed and the placement signal alarms subsided. After removal of the lines, it was noted that the rp flex was positioned below the pulmonic valve. Therefore, the device was repositioned. The pump was successfully weaned and explanted.